Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was patient use associated with the reported event; however, there were no reported adverse effects as a result of the reported issue. No further details about the patient or the event were provided.